Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) exhibited insufficient sealing. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. There was no unexpected bleeding. There was no procedure delay.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire. There was no visible damage. The instrument failed the electrical continuity test. The instrument failed to delivered energy. No signs of thermal damage were observed. No errors were identified in the logs.